Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. Following pre-dilation, a 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, it was noted that the stent strut was lifted. The procedure was completed with a synergy stent. There were no patient complications nor injuries reported.